Event description:
It was reported that a flogard infusion pump did not function. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-73 alarm. Service confirmed the reported condition of "did not function" as the f-73 alarm. The cause of the f-73 alarm was determined to be damage to the central processing unit (cpu) board.¿ to correct the condition, the cpu board was replaced. The device was serviced and restored to a good working condition.¿ should additional relevant information become available, a supplemental report will be submitted.